Event description:
The manufacturer received information alleging the device failed the active exhalation verification test step during testing. There was no serious patient harm or injury that occurred or was reported. Service quote has been provided for the replacement of the three-way solenoid valve and the proportional valve to address the issue.